Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual observation confirms the distal tip of the anchor is broken and separated from the inserter, confirming this complaint. When observed under magnification, no structural anomalies were observed that could have contributed to this failure. Anchor breakages are typically associated with off axis insertion, levering during insertion, hard bone quality (as the reported complaint suggests) or using incorrect instrumentation for preparing bone hole. Further, a review into the mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. Based on the overall complaint rate for this failure, at this point in time, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during a rotator cuff repair surgical procedure while inserting the customer's healix advance knotless br anchor 5.5mm, it was observed that the anchor cracked. The sales rep stated that the bone quality of the patient was very hard. The sales rep stated that the surgeon was able to remove all the broken pieces without any issues. The sales rep reported that the surgeon completed the procedure with another like device using the same hole. The sales rep reported that there were no patient consequences or delays in the procedure. The sales rep stated that she believes the failure was due to the patient¿s bone quality being very hard and not the anchor itself. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.